Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, during surgical clipping, the load did not evolve after pressing the green button. It was locked and did not advance the blade. In the second shot the load caught in the first 15mm. There was a need to change to another new load and the procedure was normal. They opened another new load to complete the case. The patient was alive with no injury.